Event description:
It was reported that the 9800 system had poor image quality with washed-out images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor, display adaptor, hard drive, sbc and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.